Event description:
On (B)(6) 2013 at approximately 09:40, the customer reported that the device lost power when the user pressed the shock button to deliver charged energy in sync mode. The device was used to attempt synchronized cardioversion on a patient who was in a wide complex tachycardia rhythm with a pulse. The customer placed fast patch defibrillation electrodes on the patient, dialed the device to 100 joules, charged the device and pressed the sync button. The light on the sync button did not illuminate. The customer then attempted to cancel the energy and pressed the sync button before charging. The customer power cycled the device and then pressed the sync button. The sync light illuminated and the user recharged the device to 100 joules and pressed the shock button but the device powered off. The event took place in a hospital at the patient¿s bedside and the customer immediately transferred patient care to another hospital¿s device (unknown brand or type). The patient was cardioverted several times secondary to re-entry of the wide complex tachycardia rhythm. There were no adverse effects to the patient as a result of the device use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to verify or duplicate the reported failure. Physio-control observed proper device operation through functional and performance testing. The device was then returned to the customer for use. A conclusive cause of the reported problem could not be determined.